Manufacturer narrative:
After further review of additional information received the following sections have been updated accordingly: g3, g6, h1, h2, h3 and h6. Complaint conclusion: as reported, a 5f exoseal vascular closure device (vcd) failed to release the plug and the indicator window did not change. There was no reported patient injury. Additional information was requested but not provided. One non-sterile vascular closure device 5f ¿ us involved in the reported complaint was returned for investigation. Visual inspection of the device showed that the deployment lever was received not pressed, while the guard was locked. The plug was in its manufactured position, and the indicator wire was found deployed. A 5f cordis avanti catheter sheath introducer (csi) was returned for analysis with the exoseal unit already inserted. Finally, it was observed that the indicator window was received in the black/white position. Dried blood residue was found inside the unit components. During this visual analysis, no additional anomalies were observed to be reported. An attempt to perform a deployment simulation evaluation was conducted; however, it could not be completed, as the unit presented a dried blood clogged condition. Attempts to clean the device were performed, however unsuccessfully. Dimensional analysis was performed on the delivery shaft of the unit. The distal tip end inner diameter was measured the results were within specification. A high magnification microscopic evaluation was performed to assess the internal mechanism. During this analysis, no abnormal conditions were observed to be reported. The reported event of ¿vascular closure device (vcd) deployment difficulty unable¿, could not be evaluated through analysis of the returned device as it was received with dried blood residue, which impeded testing of the deployment mechanism. The exact cause of the issue experienced could not be conclusively determined during analysis. Based on the limited information available for review and product analysis, procedural handling may have contributed to the reported issue. As warned in the instructions for use (IFU), which is not intended as a mitigation, ¿if the graphic pattern in the indicator window does not change to a solid black color after approximately 1cm of retraction from the point that pulsatile flow significantly slowed or has stopped, discontinue the use of the device. The IFU instructs to ensure that the deployment button is fully depressed and flush against the handle assembly. Caution: care should be taken to ensure that no further pullback of the exoseal vcd and vascular sheath introducer occurs prior to or during deployment of the plug. Approximately 1-2 seconds after depressing the deployment button retract the exoseal vcd and vascular sheath introducer as a unit until the system is fully removed from the patient and apply light, non-occlusive pressure to the wound site.¿ neither the product analysis, nor the information available for review suggests that the reported failure could be related to the design or manufacturing process of the unit. However, an investigation has been initiated to further investigate similar complaints reported.

Manufacturer narrative:
Due to system limitations, section h6 required to input type of investigation, investigation findings, and investigation conclusions for an initial report. Pending additional information to complete investigation. This device is available for analysis, but the engineering report is not yet available. However, it will be submitted within 30 days upon receipt. Additional information is pending and will be submitted within 30 days upon receipt.

Event description:
As reported, a 5f exoseal vascular closure device (vcd) failed to release the plug and the indicator window did not change. There was no reported patient injury. Additional information was requested but not provided. The device will be returned for analysis.